Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The taxus express2 3.0x28mm drug eluting stent was advanced to the lesion in the left anterior descending artery. The physician decided to remove the taxus stent and predilate the lesion. When the taxus stent was advanced to the lesion, the physician noticed the stent looked loose. The damaged stent was exchanged and the procedure was completed with another taxus stent. No patient complications were reported. Patient status is satisfactory.